Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise/oversensing due to minute ventilation (mv) signal was noted on the right atrial and right ventricular channel. The leads were competitor leads. Inappropriate mode switches were also noted as well as pacing inhibition. The mv was turned off for precaution. Boston scientific technical services (ts) discussed possible root cause and troubleshooting for this case. The patient was pacemaker dependent, but no adverse patient effects were reported. At this time no further action was taken.